Event description:
It was reported that the customer delivered a boluses based off an inaccurate continuous glucose monitor (cgm) reading. The cgm reading was displayed as ¿high¿; however, a specific value was not provided; however, the bg meter reading was 398 mg/dl. The customer-initiated boluses resulted in the customer's blood glucose (bg) level decreasing to 79 mg/dl. Customer consumed carbohydrates to address bg and went to the emergency room. Customer was treated with chocolate milk and was discharged the same day with the issue resolved and no permanent damage. Technical support did a full pump system check and confirmed that pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.